Manufacturer narrative:
The insulin pump passed the displacement test, rewind, and basic occlusion test. Unable to prime during the prime test due to a faulty force sensor resistor. The motor was tested outside of the device and passed. No motor error alarms noted. Unable to complete the functional test due to a prime anomaly. The device had a scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 122 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.